Event description:
A surgeon reported having issues with fibers in the eye during the procedure. The fibers were removed during the initial procedure. However, during the follow-up, the customer indicated that the patient had to be brought back for a second surgery to have lint removed from the eye. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The investigation is in progress. A sample is not expected to be returned for eval. (B)(4).